Manufacturer narrative:
Additional information: a4, a5. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results: the DHR was reviewed for glidewell ht implant lot# 6216262 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6216262 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø3.5 x 10 mm (70-1189-imp0005) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). The threads were intact and matter was observed in the treading of the implant. Root cause description: the root cause could not be explicitly determined. A potential root cause is that there were biocompatibility complications with the patient which could cause the patient to have sensitivity with the implant. Another potential root cause is the puncturing of a vital structure which could cause the numbness the patient felt. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the patient experienced pain/sensitivity that started after placement of a glidewell ht implant. The patient presented for implant placement on tooth position #8 on (B)(6) 2024. The patient returned on (B)(6) 2024 with complaint of pain and numbness/sensitivity. The issue did not get better for 8 months and, before the second stage surgery, the reported device was explanted on (B)(6)2025. There was no replacement implant placed. The patient's bone quality was reported as type iii and their oral hygiene as good.